Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve through a calcified annulus, the valve was deployed to (B)(4) at 6mm to the non-coronary cusp (ncc). The final deployment occurred quickly and the valve dislodged to 0mm at the non coronary cusp (ncc) and 2mm at the left coronary cusp (lcc) resulting in moderate-severe paravalvular leak (pvl). Subsequently, a second this transcatheter bioprosthetic valve was implanted, valve in valve at 6mm ncc and 8mm lcc. The pvl improved to mild-moderate. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.